Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported through a dealer that following a cataract extraction with intraocular lens (iol) implant procedure, there had been an iol exchange. There was no patient harm. Additional information was provided that the patient experienced decreased visual acuity and that no replacement of iol had been performed. Further information was provided by the surgeon that the iol was exchanged for a different manufacturer's iol with the same diopter. No malfunction was reported. The event was not serious. The patient is recovering and the causality is unknown.